Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. C-33 error was confirmed on startup on the test system. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error occurred on the erbe generator. The customer was getting error c-00. Intuitive surgical, inc. (Isi) technical service engineer (tse) found c-33 in the system logs. The customer had restarted with no change. The tse had the customer do a hard restart of the erbe generator, but issue remained. The customer had a force triad generator and would use it for the procedure. The procedure was completing as planned with no reported injury.